Event description:
Upon removal of the esheath after transfemoral implant of a 26mm sapien xt valve, a perforation of the femoral artery was found. The perforated artery was repaired with a stent. The patient was scheduled for a tavr procedure without a CT scan or vascular ivus of the peripheral vessels due to renal issues. The patient did have an ultrasound on the legs and a diagnostic cardiac catheterization without peripheral imaging. The access vessel was dilated with 16fr, 18fr and 20fr dilators with no difficulty. An 18fr esheath was placed in the right femoral/iliac with slight difficulty, described as ¿a little tight¿. A 26mm sapien xt valve was deployed in a 50:50 position with no paravalvular leak (pvl) and no central aortic insufficiency (ai). The delivery system and esheath were removed without difficulty. Angiography revealed no obvious problems with the area and the access site was successfully closed with two proglide devices. The patient¿s blood pressure dropped to 65/40mmhg and was not improving with initial vasopressor support. Angiography revealed a small perforation in the femoral artery. The artery was repaired with an 8x38mm atrium covered stent. The patient was transferred to pacu in stable condition. Post procedure inspection of the esheath and delivery system revealed no usual finding or abnormalities. The cause of the femoral artery perforation was attributed to possible undersized access vessel mld as there was no CT or ivus done on the peripheral vessels.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 18fr sheath is 6.5mm. In this case, the patient¿s access vessel mld was unknown due to lack of pre-screening imaging. Thus, undersized access vessel mld may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.